Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that today during a lead revision the physician torqued the ins setscrew but the lead was still loose. The caller explained the physician then put the lead in the 8-15 port and plug the 0-7 and both appeared to be secured. Issue resolved.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: unknown, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.